Manufacturer narrative:
(B)(4). Batch #: 400a02. Investigation summary: the product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee45a device was returned with no apparent damage and with an ecr45g reload. The reload was received partially fired 3/4. After further evaluation, the bulkhead contacts were noted to be damaged making the instrument non-functional. No functional test was performed due to the condition of the device. Based on the information currently available, a product issue was identified during the investigation of the sample received. The damage to the bulkheads contacts is potentially related to a manufacturing process. This product issue will be addressed through ethicon endo surgery¿s quality system. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.